Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle unit was defective and in need of replacement. Replacement of the defective part will solve the issue. No log files have been provided. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The replaced part has not been returned. According to the received information, the cause of the issue has been determined and was related to defective nozzle unit.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).